Event description:
Event description guidant received information that no capture could be achieved on this right ventricular (rv) defibrillation lead at maximum ouputs and there were no sensed markers noted. Pocket manipulation noted no noise on the ventricular channel. It was also noted that the left ventricular (lv) pacing impedance varies when the lead is programmed tip to coil versus ring to coil. Under fluoroscopy, it was noted that the lv lead had dislodged.